Manufacturer narrative:
(B)(4). Corrected data: upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was used to anastomose between the rectum and the anus. The device could not be removed from the patient easily after the firing. Additional suture was performed. There were no adverse consequences to the patient.